Manufacturer narrative:
A review of the device history record (DHR) revealed that the lot had been manufactured under an nsmr (non-standard material request). The nsmr build had no impact on form, fit, function or device safety. Units were built to production requirements. The inner and outer packaging was labeled 'demo product/not for use in humans'. The catheter was examined and the broken distal tip measured 2.4cm long and the rest of the catheter measured 168.7cm long. Visual inspection noted no fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. Image characterization testing was performed, a good square image appeared in the system and the product performed within specification. The complaint sample was sent to an outside vendor for oxidation analysis. This analysis revealed high levels of oxidation at the surface of the brittle tip fracture and throughout the tested tip section. Higher levels of oxidation were found at the surface and throughout the imaging window sample that was cut from the returned complaint device at approximately 7cm from the lap joint. The device labeling and directions for use (dfu) were reviewed and found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment failure has been determined to be oxidation of the catheter which causes embrittlement, increasing the likelihood of tip detachments of this nature. A root cause of design has been assigned.

Event description:
An intravascular ultrasound (ivus) catheter was being used in testing when the distal tip broke while being examined by an employee. The device was not excessively manipulated or handled. No patient was involved.